Manufacturer narrative:
Eval summary: as returned the cap assembles as designed. A recalled was initiated to address the instrument no firing (providing impact). This lot was manufactured to the previous design. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected.

Event description:
It is reported that the instrument does not fire properly and is difficult to assemble.